Manufacturer narrative:
The product complaint analysis team has completed its investigation of the device. The results of the investigation conducted by the appropriate engineers and technicians are listed below. Visual inspections & results: desufflation lever condition, conforming; inner gasket condition, nonconforming; outer gasket condition, conforming; sleeve condition, conforming and stopcock condition, conforming. Functional tests & results: flapper door functional, conforming. Analysis conclusion: based upon the inquiry info rec'd and the visual examination, it was confirmed that the reported inner "gasket fell". The sleeve was rec'd with the inner gasket dislodged from its originial position. The inner gasket was not rec'd. No conclusion could be reached as to how the inner gasket had become dislodged from its original position.

Event description:
It was reported that the device was used during an unk procedure. It was reported by the affiliate that the gasket fell into the pt. The gasket was retrieved from the pt. There was no pt consequence.